Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) device replacement surgery as the device operated differently than expected. There were no patient complications.